Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The battery drawer found broken. Upper case, lower case, two side bail covers, ring cover, and lead flex cover broken. Two side bails missing and ring bent.

Event description:
It was reported the unit failed a current drain load test. There was no patient involvement. The condition was found during preventative maintenance. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification.